Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Load use error. Per the user guide: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin.

Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. It was reported that the customer went to the emergency room (ER) on (B)(6) 2023 with a blood glucose (bg) level of 40 mg/dl; cause was due to user error. Customer consumed carbohydrates and was treated with intravenous fluids of saline and insulin to address the bg. Customer was discharged later the same day with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin. The customer's blood glucose was 40 mg/dl. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process.